Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of pulmonary emboli and deep vein thrombosis had an inferior vena cava filter deployed below the level of the renal veins. Approximately one year nine months post filter deployment, cta of the chest demonstrated a large pulmonary embolism. Approximately three days later, cta of the abdomen and pelvis demonstrated the filter to extend slightly above the renal veins with some limbs extending beyond the confines of the vena cava. Approximately two years nine months post filter deployment, cta of the chest demonstrated pulmonary emboli. Approximately three days later, the patient was scheduled for filter retrieval. Venogram demonstrated the filter to be tilted with narrowing of the vena cava at the location of the filter. Multiple attempts were made with a snare device to capture the hook of the filter. The hook was captured and the filter was collapsed and pulled into a large sheath. The filter was removed and all limbs were accounted for without any detachment. The patient was discharged approximately two days post filter retrieval. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year nine months post filter deployment, cta of the chest demonstrated large pulmonary embolism to the right side with smaller emboli to the left lower lobe with associated lung infarct. Approximately three days later, cta of the abdomen and pelvis was performed to check the ivc filter. The ivc filter appeared to extend slightly above the renal veins and a strut extended into the left renal vein. Some of the limbs extended beyond the confines of the ivc. Approximately two years nine months post filter deployment, patient presented to the emergency department with complaint of shortness of breath. Cta of the chest demonstrated single peripheral right lower lobe pulmonary emboli. Approximately three days later, the patient was scheduled for filter retrieval. The right common femoral vein was accessed and a venacavagram was performed. The catheter was advanced and a venogram of the ivc was performed below the filter to evaluate the integrity of the filter. The filter was severely tilted and there was severe narrowing of the ivc at the filter location. Multiple tries were made with a gooseneck snare to capture the hook of the ivc filter. The filter was collapsed 50% and pulled into the large sheath. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation; however, the origin and relationship to the filter has not been established. The investigation can be confirmed for a tilted filter, perforation of the ivc wall, removal difficulties, and unintended movement of the filter resulting in a filter strut being located in left renal vein. The investigation is unconfirmed for the alleged migration. Per the provided medical records, the filter was noted to be tilted before the retrieval attempt. The tilted filter could have contributed to the identified retrieval difficulties. However, the definitive root causes for the alleged and identified deficiencies are unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc and filter limb(s) migrated and perforated into organs. The current status of the patient was not provided.